Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they no longer have the implantable neurostimulator (ins) implanted anymore. They indicated that they had the ins removed due to normal battery depletion, and because the ins was not keeping a charge anymore. The patient cannot remember when the issue occurred. They indicated that they think that the ins was explanted on (B)(6) 2018, but they are not sure. No further complications or patient symptoms were reported or anticipated.